Manufacturer narrative:
There was no adverse event or product problem reported to the manufacturer regarding the event reported in the legal complaint.

Event description:
An amended complaint was received that identified ri as a defendant. The company was legally served in 2008. Through its outside service agent which accepts documents like this for the company. General allegations in the complaint state the following: "the pt presented to medical center in 2006, complaining of difficulty in breathing and having an acute asthma attack. During his course in the emergency room, the pt was given duoneb and continuous doses of xopenex neb and his condition was beginning to worsen. As the pt became semi unconscious, the emergency room physician immediately intubated the pt with 100mg of ketamine and succinylcholine and initiated diprivan. The ventilator was suspected of being malfunctioning as it was showing different kinds of peaks of inspiratory pressures and rates. On two separate events they attempted to adjust the rate and volume to reduce his peak inspiratory pressures. Due to the faulty ventilator, the pt experienced a bilateral tension pneumothorax and was pronounced dead at 2:35am the following day."